Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the camera head displaying a b30 error was confirmed. B30 error is a scope communication error and it occurs when the scope cannot communicate with the endoscope. It is likely that poor communication occurred temporarily due to failure of the connector caused by dents. The event can be detected/prevented by following the instructions for use which state: do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation revealed that the button #1 did not work properly. There were also multiple dead pixels on image even after correction, the coupler was stuck when pressed and the connector had some dents which may have caused image problems. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during microscopic surgery, the high definition autoclavable camera head displayed b30 error (scope communication error), the button #1 was not working, the lens was slanted and had an issue white balancing. The was a reported delay of 5-10 minutes while the patient was under general anesthesia. A similar device was used to complete the procedure and there were no reports of patient harm or impact associated with the event.